Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced severe pain whenever the lead was placed during an scs permanent implant on (B)(6) 2019. Multiple attempts were made to place the lead and the procedure was aborted.